Manufacturer narrative:
[(B)(4)].

Event description:
The 9 part numbers mentioned were removed in this revision surgery.

Event description:
It was reported a revision surgery of legion revision implants due to instability.

Event description:
Three devices were removed in this procedure, previous devices were already reported on another complaints.